Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator indicating after service, the customer received the device back and is unable to pair to the tempus pro. There was no impact to the patient, and this reported problem was discovered immediately.